Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality or design concerns.

Event description:
During preparation for a case, the physician was not able to introduce the neuron delivery catheter 070 into the peel-away sheath. The physician tried to use the catheter with only a guide wire, but was again unsuccessful. Another neuron delivery catheter was used without issue.